Event description:
It was reported that during an unknown general surgery procedure that when opened it was noticed that the articulation joint was dripping some sort of liquid. A second was opened and was also dripping some sort of liquid. A third older version stapler was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/28/2023 d4: batch # 205c95 additional information was requested, and the following was obtained: "thank you for reaching out with your request for more information. When I heard of the event, st. Joe¿s mercy ann arbor hospital told me that they used 2 new echelon 3000 devices and then had to open an echelon + to actually complete the case¿ they must have packaged up the used legacy echelon + stapler instead. I told them to hold off sending it back until I was there, but they sent it anyway. How do I proceed? Please let me know what I can do. Apologize for the confusion." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ech60s device was received with the nozzle damaged. Upon visual inspection, no excessive of lubricant was noted on the device. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the nozzle to be damaged. The event could not be confirmed as no excessive lubrication was noted. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 205c95, and no non-conformances were identified.